Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of pain, discomfort and difficulty using the implant. Upon clinical examination, erosion at the pump site was identified, with an infection localized in the scrotum. The physician believed that the device contributed to the erosion, as the pump was visualized beginning to erode through the skin. A surgical procedure was performed in which the entire device was removed, and no replacement device was implanted. The infection was treated with antibiotics. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of pain and difficulty using the implant. During surgery, erosion at the pump site was confirmed, along with an increased risk of infection. A surgical procedure was performed in which the entire device was removed, and no replacement device was implanted. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.